Event description:
It was reported that an ilet user experienced a low blood glucose event following a dinner announcement, with a nadir of 49 mg/dl. The low was attributed to an incorrect meal size announcement, indicating a usage error. The user treated the low with several glucose tablets and brownies, leading to a subsequent high glucose event. The high glucose episode is documented under (B)(4) / case number (B)(4). Symptoms included hypoglycemia and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem due to improper or incorrect procedure, specifically failure to follow instructions related to incorrect meal size and user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.